Event description:
The following has been reported: problem: staff indicated up and down arrow keys not working. Action: replaced the upper case kit from inventory, verified and tested thru agilia partner. Resolution: returned to service reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.